Event description:
It was reported that the device was sticking. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, the impreglon coating on the device was worn off and corrosion was found on the collet fingers. This condition could cause the device to stick, and not allow the collet to release the pin.